Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was removed due to a depleted battery. The catheter was replaced "where some granulomas were found." No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not provided. Additional info has been requested, a follow-up report will be sent if additional info becomes available.